Event description:
An mr scan was done on the pt's lumbar vertical column with a clt phased array coil. The scan utilized a conventional spin echo, t1 with tr800. After the scan, pt had a coin size burn (reddening) on the left thumb and thigh.